Event description:
Device 8 of 8. Reference MFR report: 1627487-2019-03912. Reference MFR report: 1627487-2019-03913. Reference MFR report: 1627487-2019-03914. Reference MFR report: 1627487-2019-03915. Reference MFR report: 1627487-2019-03916. Reference MFR report: 1627487-2019-03917. Reference MFR report: 1627487-2019-03919. It was reported that during an ipg replacement on (B)(6) 2019 (reference MFR report: 1627487-2019-03907), one of lead had detached (confirmed via x-rays) from the extension header. In turn, the extension was explanted and replaced. Therapy was restored.